Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -6.0/2.0/95 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. During injection into the eye the lens had tore. There was patient contact with no injury. Intraoperatively the lens was removed. On (B)(6) 2022 at replacement lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).